Event description:
Timesh light 12x12 lot# 11890. Bard mesh. Monofilament knitted polypropylene. 10x14. Lot# 431kd062. 43ekd209. Hernia repairs - 4 surgeries. Dose: 12x12., 10/14. Dates of use: 2002-2007. Diagnosis: hernia repairs - 4. Event abated after use stopped: no. Event reappeared after reintroduction: yes.